Manufacturer narrative:
A2. Corrected data, initial report. Inadvertently had the wrong patient age.b3. Corrected data, initial report. Inadvertently had the wrong event date.

Event description:
It was reported that the recently implanted patient had a sore throat and hoarseness as well as pain with swallowing since the vns was mostly turned on. It was noted that the first time they tried turning the device on the patient had seizures and then more recently the patient has had a sore throat and hoarseness. It was noted that two adjustments to the patients device were made however the sore throat is still bothering the patient. No additional relevant information has been received to date.